Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer believes the pump was over delivering. The customer reported a blood glucose value of 32 mg/dl. The customer experienced hypoglycemia and was treated with hospitalization: overnight stay, as well as self-treatment of a severe glycemic excursion. The event involved product(s) mmt-332a, mmt-886a, mmt-1884l, and 78893-01. Troubleshooting was performed for the low blood glucose the customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for 78893-01. The customer was instructed to discontinue device use. Mmt-332a, mmt-886a, and mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. Delivery anomaly-possible over delivery not confirmed during testing. The pump properly paired with the guardian link 4 transmitter. No communication anomaly. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted rayovac alkaline battery installed. No damage noted on the battery cap. On the primary svn (B)(4), there were multiple boluses listed on the event date 28-jan-2026 in the pump history file. All boluses were delivered in auto mode/manual mode. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 28-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week from the event date 28-jan-2026 in the pump history file and found 6 lost sensor alerts on (B)(6) 2026, and 6 lost sensor alerts on (B)(6) 2026. The pump properly paired with the guardian link 4 transmitter. No lost sensor alert noted during testing. On a related svn (B)(4), perform the history review 2 days from the event date 16-jan-2026 in the pump history file and found 12 nodelivery (7) alams (during bolus) on (B)(6) 2026. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. On a related svn (B)(4), perform the history review 2 days from the event date 16-jan-2026 in the pump history file and found 2 nodelivery (7) alams (during bolus) on (B)(6) 2026. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Unable to confirm alleged discrepancy between sg value and bg value. Delivery anomaly-possible over delivery not confirmed. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.